Event description:
It was reported that during implant the physician was unable to fully insert a lead into the lv is-4 lead bore in the header. This device was not implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The model cd3265-40q device was analyzed by the quality assurance dept. Upon receipt, the device interrogated normally and programmer printouts were obtained. Visual inspection of the device header was performed under magnification and epoxy was observed obstructing the lv is-4 lead bore. The epoxy caused the reported field event of being unable to fully insert the lead into the lv is-4 lead bore.